Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse attempted to reproduce the issue by swapping back and forth between arm 3 and 4 twenty times and had no problems switching and taking control of instruments with the master tool manipulators (mtms). The fse installed a replacement mtm; however, it was dead on arrival. The fse reinstalled the original mtm and recalibrated. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse tested the system but was unable to reproduce the reported issue. The mtm was reinstalled and recalibrated. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to an intuitive surgical, inc. (Isi) technical service engineer (tse) that they were unable to take control of instrument on universal surgical manipulator (usm) 3. The customer was able to swap from arm 4 to arm 3 while using right master tool manipulator (mtm), but message on console reads "match grip" in order to take control of instrument. The surgeon observes that the right mtm realigned to adjust to instrument orientation, but when pressing the grip on right mtm, the message to "match grip" and was unable to take control of the instrument on usm 3. The issue happens when usm 3 was the primary arm, and arm 4 was secondary. This happened in the middle of the case, after 45 minutes of swapping between usm 3 and 4 without any problem. The surgeon opted to use secondary surgeon side console (ssc) and continue case from there and usm arm 3 and 4 were swapping normally. The procedure was completing as planned with no reported injury. Isi contacted the customer but was unable to obtain any additional information.